Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lost their therapy. An impedance measurement was taken and high impedance of greater than 40,000 ohms was found on the right side. It was determined that the extension was not connected properly. A surgical revision was performed to reconnect the right extension to the ins and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the extension becoming disconnected was not determined.